Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump miscalculated a bolus. Customer's blood glucose (bg) level was 397 mg/dl. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, no response from the customer was received.